Event description:
A pharmacist reported that a pt who was using an innovo insulin doser due to diabetes mellitus (type and duration unknown), experienced high blood glucose levels. It is reported that when turning the dose selector this display did not change, however the pt thought they had dialed and injected the units. Reportedly their blood glucose levels increased and they had to call an ambulance. The outcome of the adverse event is not reported. No further info available. Additional details have been requested.